Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: the black box showed no evidence of rewind issues. The pump was exercised for 24 hours and the rewind issue complaint was not duplicated. The pump case was removed for further investigation and no internal damage was observed. Unrelated to the initial complaint, the keypad cover was found to be peeling off the base at the contrast button. The down keypad button responded intermittently when tested. The keypad cover was removed and contamination was found under all the button contacts. The display was found to be dim, fading, and reddish in color. The investigation was completed with the returned battery cap.